Manufacturer narrative:
510k: this report is for an unknown plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an osteosynthesis surgery on (B)(6) 2019, the surgeon inserted the locking screw into the screw hole of an unknown plate in the fifth metacarpal bone. However, the locking screw kept on slipping and could not be fixed with the plate. Thus, the screw was extracted and was not used in the surgery. The same plate was still used to complete the surgery. There was a surgical delay of less than thirty (30) minutes. The patient was reported as stable after the surgery. This report is for one (1) unknown plate. This is report 2 of 2 for complaint (B)(4).